Event description:
Laboring pt was having epidural catheter placed by anesthesiologist for pain control. Upon visual inspection, one catheter was rejected due to visible kink near tip. Visual inspection of second catheter noted no problem. Catheter threaded easily but difficulty noted in attempting to remove guide wire. Catheter and guide wire were removed. Catheter sheared off leaving tip in epidural space. Neurosurgical consult and antibiotics given. Removal not indicated unless pt becomes symptomatic.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.